Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and event information.

Event description:
It was reported that the patient's ipg became inoperable, and therapy was lost. As a result, surgery may occur to address the issue.